Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed a cartridge alarm 30 and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Attempts to reload the original cartridge resulted in another alarm, and a new cartridge was loaded with proper technique, although the caller faced an issue with insulin not appearing in the tubing, requiring further troubleshooting. Cts decided to replace pump. Customer reverted to an alternative method of insulin therapy.